Manufacturer narrative:
An event of device malposition and heart block were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the final non-coronary cusp implant depth was 6.90mm and the final left coronary cusp implant depth was 6.39mm, which is deeper than the optimal 3 mm depth and could have contributed to the reported heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that the implant depth contributed to the reported event. However, this cannot be confirmed.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted. Pacing of 120-140 beats per minute was performed for valve stabilization during valve deployment. There was no calcification extending beneath the aortic annular plane in the interventricular septum. All 3 retainer tabs were confirmed to have released prior to removal of the delivery system. The final non-coronary cusp implant depth was 6.90mm and the final left coronary cusp implant depth was 6.39mm. Post-procedure, it was noted via electrocardiogram (ECG), that the patient had developed an alternation of right and left bundle branch blocks, or hemiblock. The patient was hospitalized for ECG monitoring. On the evening of (B)(6) 2024, the patient's left bundle branch block (lbbb) regressed, and a normal sinus rhythm was restored. On( B)(6) 2024, it was noted via ECG that the patient again developed an onset of a lbbb. There was no intervention was performed. The patient status was reported as stable.

Manufacturer narrative:
An event of device malposition and heart block were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the final non-coronary cusp implant depth was 6.90mm and the final left coronary cusp implant depth was 6.39mm, which is deeper than the optimal 3 mm depth and could have contributed to the reported heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that the implant depth contributed to the reported event. However, this cannot be confirmed.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted. Pacing of 120-140 beats per minute was performed for valve stabilization during valve deployment. There was no calcification extending beneath the aortic annular plane in the interventricular septum. All 3 retainer tabs were confirmed to have released prior to removal of the delivery system. The final non-coronary cusp implant depth was 6.90mm and the final left coronary cusp implant depth was 6.39mm. Post-procedure, it was noted via electrocardiogram (ECG), that the patient had developed an alternation of right and left bundle branch blocks, or hemiblock. The patient was hospitalized for ECG monitoring. On the evening of (B)(6) 2024, the patient's left bundle branch block (lbbb) regressed, and a normal sinus rhythm was restored. On 20 january 2024, it was noted via ECG that the patient again developed an onset of a lbbb. There was no intervention was performed. The patient status was reported as stable. --supplemental emdr-- subsequent to the previously filed report, additional information was received that on 01 march 2024, an electrocardiogram detected a development of a first degree atrioventricular block. There was noted left bundle branch block (lbbb) regression. There was no intervention performed.